Event description:
It was reported that syringe holder is bad, reads different when pulled back and reset. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device was in excellent condition. Customers reported issue was duplicated during syringe test. Invalid syringe size was found and failed size calibration verification on both slugs. The root cause of the reported issue was determined. Size sensor was out of calibration due to barrel clamp head screw was found loose. Actions taken to mitigate the reported issue: replaced barrel clamp head screw. Performed preventive maintenance and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.